Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with a 225 cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture and left sided implant malpostition post procedure. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. As a result, bilateral prosthesis replacement with 325 cc mentor memorygel breast implants was performed on (B)(6) 2020. The right implant was reported initially under 1645337-2020-06684 on may 29, 2020. On (B)(6) 2020 mentor received additional information and initial awareness of the left sided malposition. This report relates to the left prosthesis.